Event description:
It was reported that the 4-40 stud broke off while attempting to connect the instrument prior to the unk procedure. The case was completed with a second handpiece with no pt consequence.

Manufacturer narrative:
Date sent: 06/09/2008. Eval summary: the analysis results confirmed that the handpiece was returned with the 4-40 stud broken. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the evaluation revealed that the causes that may contribute to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torque or plastic torque wrench not used. Additionally, the handpiece was returned with the mount loose and the nose cone cracked. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.